Manufacturer narrative:
H3, h6: the investigation is ongoing. A supplemental report will be submitted if additional information becomes available upon completion of the investigation.

Event description:
The corrugated cable and the bracket of the luminos agile max system fell because the screw had come out. The corrugated cable and bracket were reattached with a screw and bolt. No injury was communicated in this case. In worst case scenario, the issue might lead to a minor to serious injury if a person were hit by the falling parts if the issue recurs.

Manufacturer narrative:
H3, h6: siemens healthineers completed the detailed investigation of the reported issue. According to the received information the cable holder was reattached with loctite on the screw by the service engineer. This was also confirmed with provided pictures of this system part. During inspection of those received pictures it was found that the retaining plate of the corrugated hose holder was installed upside down. Immediately after becoming aware of this fact the service organization was advised to correct the orientation of the retaining plate. Afterwards, the correct orientation was also confirmed by further pictures. The corrugated cable holder is now installed as intended. The investigation showed that the cable holder was already installed upside-down at the time of the incident. It was not possible to determine when this part was installed incorrectly. The issue is seen as a workmanship error. An improved description in the service documentation regarding mounting and maintaining the swivel arm of the corrugated hose holder was initiated. No general problem was identified. The complaint has been closed. H11 corrected data: d4: UDI number was reported in correct format. H11 corrected data: d4: UDI number was reported in correct format.